Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1883670hs from lot number 0208033780 was received. There was a residue consistent with biological contaminants on the device. A microscope and calipers were used to evaluate the device. Visually, the inner spiral wrap was broken at the radius of the outer tube, which would have resulted in the reported event. The spiral wrap was twisted in on itself in a clockwise direction indication excess torsional load. The inner shaft just proximal to the bur head and 5/8¿ from the distal face of the inner hub was worn and gouged, which is an indication of aggressive use such as prying or pushing to remove material during dissection. The biological contaminants in combination with the wear and gouging is consistent with the issue occurring during use, contrary to it being a pre-operative issue as reported. The information most likely indicates torsional load from use combined with excess pressure caused friction, which resulted in the wear and gouging and subsequent break. Manufacturing instructions requires production to verify there is no damage to the device and components throughout the manufacturing process. The manufacturing instructions also requires production to rotate hub/cutter assembly in hub/outer tube assembly to ensure that there is no resistance or unusual grinding noises; this is likely to have detected any torsional resistance. There was no evidence of improper manufacturing and therefore has been ruled out as a likely cause. The IFU warns that excessive pressure applied to a bur/blade may cause a fracture; do not use excessive force to pry or push bone with the attachment, tool or blade during dissection; bending or prying may break the accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the sales rep indicates that the bur broke into two pieces after being loaded onto the handpiece. It was confirmed that the bur was not fractured prior to being removed from its original packaging. The break did not result in a fragment that required retrieval from the patient. A replacement bur was used to complete the case.

Manufacturer narrative:
The bur has not been returned. A product analysis has not been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that preoperative, the bur was fractured. There was no patient injury.